Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to a twitching sensation. Interrogation of the device found it was operating in safety mode. The patient was admitted and the device was explanted and replaced the next day. The cause of the twitching was determined to be the unipolar pacing at high outputs from the safety mode parameters. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Laboratory testing also detected a high current drain as a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to a twitching sensation. Interrogation of the device found it was operating in safety mode. The patient was admitted and the device was explanted and replaced the next day. The cause of the twitching was determined to be the unipolar pacing at high outputs from the safety mode parameters. No additional adverse patient effects were reported. The explanted device was returned for analysis.